Event description:
It was reported that the patient unintentionally initiated the fill tubing function while connected to the infusion set during a supply change due to navigating to the wrong screen, after which an agent guided the patient to complete the supply change, disconnect and reattach safely, fill the cannula, and resume delivery. Symptoms included no reported blood glucose effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included complaint handling with user interview and product-use review. Investigation of this case revealed user navigation error during setup with insulin delivery through the infusion set while connected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.